Manufacturer narrative:
Product ID 3889-28, lot# v840299, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s original implant was removed about two years ago because, patient had lost a lot of weight and stimulator was floating around hitting bone and irritating patient. The patient had to see a pain specialist because of the pain and patient¿s interstim healthcare provider recommended patient have device taken out. The healthcare provider tried to relieve patient bladder symptoms with oral medication but that didn't work. The healthcare provider suggested trying the interstim implant again. Patient was implanted today with their 2nd interstim device. The patient wanted help increasing his stimulation. The patient was able to increase during call. Additional information received reported that patient did not have concerns with their device or therapy. It was noted that the patient had a schedule appointment for (B)(6). It was unclear if the patient was still having concerns regarding their device or therapy but the patient was working with their healthcare provider or manufacturer representative.